Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical re-set, likely due to the patient having open heart surgery. The alert was cleared by programmer. The icm remains is use. No patient complications have been reported as a result of this event.